Event description:
It was reported that following an open heart surgery, the right ventricular (rv) lead exhibited high tip to coil impedances, and it was suspected that the surgeon may have 'nicked' the lead during the surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.